Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump's keypad were not responding. Customer also reported that the insulin pump was alarming low suspend and low battery. Blood glucose level was 156.6 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
All buttons function properly. Insulin pump had moisture damage on keypad traces. Insulin pump was monitored for 24 hours with multiple basal rate. No insulin pump suspend anomaly or display anomaly noted. All operating currents were normal no unexpected low battery or off power alarm noted. Insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked pump belt clip slot. No moisture or damage inside insulin pump noted.